Event description:
Patient was complaining about thoracic pains and went to the hospital. The system was checked and an increase in pacing impedance was observed. It was confirmed via review of CT scan pericardial effusion with lead dislodged to the ribs. The entire system was removed, due to a suspected infection.

Manufacturer narrative:
No medwatch form was received.